Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation. Updated section "return to manuf.?" And "date returned to manuf." To coincide with the product return.

Event description:
It was reported to philips that the device experienced a power failure. There was no reported patient or user involvement and no adverse patient/user impact. The battery pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician confirmed that pin 5 on the j1 connector was damaged/bent. All remaining spring-loaded pogo-pins on connectors j1 and j2 as well as single power contact pins on connectors j3 through j7 were undamaged and in working condition. Upon conclusion of the analysis, the reported problem was verified and the battery pca was found to be defective.

Event description:
It was reported to philips that the device experienced a power failure. There was no reported patient or user involvement and no adverse patient/user impact.